Event description:
It has been reported to philips that the system had no response when the user pressed the start button. The system was not in clinical use when the issue occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up because of the issue with pc board. The engineer cleaned the host pc, reconnected the wire, and rebooted the system. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.